Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the neurosurgeon said when they had to re-operate on patients, they were noticing that the product wasn't staying in place and didn't seem to be working well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the re-operations were not related to the product. It was a cranioplasty, and the neurosurgeon noticed the product was not performing how expected and was lifting up. There was no environmental/external/patient factors that may have led or contributed to the issue. It was stated the neurosurgeon was now making sure that they had a 1cm overlap all the way around the defect and also removing excess saline from the graft. There was no patient impact.